Manufacturer narrative:
UDI: (B)(4).  Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the pvl worsening was unable to be determined, but may be due to patient factors not provided and or cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist, approximately 16 months post implant of a 23 mm sapien 3 valve in the aortic position via transfemoral approach, moderate pvl was observed.  A second 23 mm sapien 3 valve was implanted within the first 23mm valve  (viv) to correct the pvl. Post op the pvl was reduced from moderate to trace.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.